Event description:
This machine was used in ovvhdf therapy, with a pre-infusion flow of 700 ml/h, a post-infusion flow of 300 ml/j. A dialysis flow of 1000 ml/h and a blood flow of 120 ml/min. After about five hours into the treatment, the nurse touched the effluent bag and the speed of the offluent pump considerably increased. Consequently, the blood coagulated in the dialyzer and treatment was stopped.